Manufacturer narrative:
The IFU indicates: ¿if a zero adjustment is not performed, the blood pressure values may be incorrect. Zero adjustment of the pressure transducer is mandatory.¿ and ¿when the picco module for the pulsioflex is also connected to a bedside monitor, perform a zero adjustment of the pulsioflex before zeroing the bedside monitor.¿ according to customer, the zeroing was performed in the correct way. In this case we cannot confirm or negate this statement. A DHR review of the 5 potential pulsioflex and picco modules did not reveal any non-conformities or deviation from specification relevant to the reported issue. No product was returned by the customer. One device has been returned within another complaint and have been inspected. No deficiency relevant to the reported issue could be detected for the picco module and pulsioflex. Testing of the returned pc85200 pressure output adapter revealed a slightly loose connection: the cable reacted to minor movements, which led to massive and frequent jumps on the additional monitor. No value deviation could be detected without moving the cable. The cable is an accessory of the picco module and transfers the pressure signal from the picco module to an external device. Therefore, the slightly loose connection of the returned pc85200 is seen as most probable root cause for this case either, as both complaints are from the same hospital. The cable is a consumable and therefore subject to wear and tear. There is no indication for a systematic production or design issue, due to the absence of a trend (complaint rate(B)(4) ). A slightly loose contact can lead to different values between pulsioflex and bedside monitor, but much more likely to obviously jumping values than the rare case of permanent inaccurate values. It cannot be excluded that the same devices were involved within both cases. Additionally, the pulsioflex IFU indicates: ¿if the displayed pulse contour parameters are not plausible, they should be checked by a reference measurement. ¿ the issue will be further monitored on the market in order to identify trends. With the information stated above the complaint will be closed. The picco technology is used for advanced hemodynamic monitoring.

Event description:
Manufacturer reference#: (B)(4).

Manufacturer narrative:
The serial number of the involved device is unknown. 5 potential devices (pulsio flex incl picco module) were identified. A DHR review did not reveal any non-conformities or deviation from specification relevant to the reported issue. Further information has been requested and investigation is ongoing. A complaint with manufacturer´s reference: #(B)(4) (FDA mfg report number: 3003263092-2020-00004) has been reported to FDA as inaccurate values shown on the bedside monitor have led to unfavorable treatment. No harm or clinical consequences occurred according to the knowledge of pulsion, but ¿ on the basis of the provided information of complaint #(B)(4) ¿ could occur if it reoccurs. When receiving the complaint it could not be excluded that the pulsion devices are a contributory factor. Therefore the case has been reported to the competent authority. This was the first case since at least 2013 according to the knowledge of pulsion that inaccurate values shown on the bedside monitor contributed or caused by a pulsion device have led to unfavorable treatment, which could result in serious injury or death. The root cause analysis of complaint #(B)(4) identified a slightly loose connection as the most probable root cause. A slightly loose connection can lead to different values between pulsioflex and bedside monitor, but much more likely to obviously jumping values than the very rare case of permanent inaccurate values on the bedside monitor as described in complaint #(B)(4) . When becoming aware of the root cause by closure of the investigation a causal link between the pulsion device and the bedside monitor could not be excluded, therefore a retrospective review of all complaints over the last 2.5 years (01/01/2018 until 06/30/2020) has been performed and 1 complaint was finally regarded as being reportable (manufacturer´s reference: #(B)(4)). The case refers to the same hospital, similar problem description and, by now, it cannot be excluded that the same root cause (usage of same cable) applies for this complaint as well. This authority report is to file the report for complaint with manufacturer´s reference: #(B)(4). Investigation is ongoing. A supplemental emdr will be sent when the investigation is completed. Complaint investigation ongoing.

Event description:
The arterial systolic blood pressure values transmitted via the picco module to the bedside monitor differ by up to 40mmhg. No impact on patient status. Further information surrounding the event has been requested. Manufacturer reference: #(B)(4).